Event description:
During an elective total knee replacement, the aculinquick release drill was used to stabilize the cutting block guide. The surgery was uneventful. A post procedure film revealed a linear metallic foreign body posterior to the metallic prosthesis below the medial plateau. This was determined to be a piece of the drill bit. These drill bits are designated as reusable. The drill has been removed from service for evaluation. The surgeon has determined it would be more harmful to take the patient back to surgery to remove the drill bit.